Event description:
Boston scientific received information that a patient complained that, while traveling in (B)(6) 3 years ago that one of her leads dislodged. She was not sure which one, but she stated she spent 3 days in the intensive care unit in (B)(6). Lead status is unknown at this time. No adverse patient effects were reported. The field representative was contacted for additional details; however, no further details were able to be obtained.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.